Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Associated devices: abg ii ceramic insert o.d. 52/54mm ID 28mm, catalog number 4930-7-039, lot number gy484949; v40 alumina femoral head 28mm v40 taper long, catalog number 4960-0-228, lot number gy496522. A supplemental report will be submitted upon completion of the investigation.

Event description:
The abgii cup and ceramic liner were removed because the patient presented to the surgeon with a painful right hip of 6 months duration with irritability and the patient described a feeling of bone on bone. The surgeon removed the shell, liner and femoral head replacing them with a trident psl shell, ceramic insert and biolox delta head.